Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device information and protocol number are unknown. No product information has been provided to date. Operator of device patient/consumer. Lot/serial# not provided.

Event description:
It was reported that the hospital has had 21 instances of delivery accuracy with slow flow or no flow related to the cadd cassettes some with an alarm and others without. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection and functional test were performed. Visual inspection found the pressure plate to be deformed. For functional testing, the sample could not be connected due to the deformity of the padlock on the plate. Complaint could not be confirmed. No fault was found. No root cause could be determined because the unit could not be functionally tested. For corrective action production personnel were notified by the quality engineer on 30-jan-2023 and made aware of the defect reported by the customer and to reinforce the steps in operation. No lot or serial number was provided therefore, a device history record DHR review could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).